Event description:
A customer reported experiencing a tandem mobi cartridge alarm during the loading process. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was educated on proper cartridge loading techniques and assisted in loading a new cartridge, but the alarm recurred. Consequently, technical support arranged for a replacement of the pump and original cartridge, and the customer was instructed on proper storage and return procedures for the faulty device. Customer will use a backup insulin pump for insulin delivery.